Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07083. It was reported that the patient experienced a fall, as a result the patient's system diagnostics recorded high impedances on the leads. Upon further investigation it was observed the leads had migrated, which was confirmed with imaging. Surgical intervention may take place at a future date to address the issue.